Event description:
The hospital reported loss of mechanical ventilation due to battery failure. There was no patient involvement.

Manufacturer narrative:
The customer declined ge distributor service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4), UDI not required. Legal manufacturer: (B)(4).